Manufacturer narrative:
Patient age reported as in the 50s. 510k: this report is for an unknown trauma screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, patient underwent tarsometatarsal (tmt) fusion revision surgery due to non-union. Allograft was implanted in the patient, and after approximately 12 months, the fracture was not united. Due to the non-union, the increased forces on the plate resulted in screws which were breaking off. The surgeon was not concerned as it was clear that this was due to the non-union of the fracture. The old plate and screws were removed from the patient and replaced with new plates and screws, plus autograft. There was no surgical delay and no adverse event to the patient reported. Patient outcome was good. Concomitant devices: 2.4/2.7mm variable angle locking x-plate (part: 02.211.204, lot: unknown, quantity: 1). This report is for four (4) unknown trauma screws. This is report 1 of 1 for (B)(4).